Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that the blue (in line) cooling tube detached from the catheter. Cooling remained sufficient to avoid catheter damage. During post-operative imaging, it was noticed on the gantry camera feed that something had leaked in the scanner. After the scan was finished, the gantry was checked and it turned out there was a big leak and a lot of water in the gantry. After turning on the pump, the leak was located to the blue (in line) tube where it connects to the catheter. Not much force was needed for it to completely detach. It was suspected that the cause of the reported issue was likely due to production error. The patient had been moved to do a pullback. Movement was away from the tubing direction which could have been a cause for strain put on the tube if it got snagged between the patient and gantry wall. However, this was unlikely as the manufacturer representative (rep) did not notice anything being on strain during the pullback. Furthermore, the force needed to detach the tube from the catheter assumably would be larger than what the tape and catheter wall could handle. The case had already been finished when the issue was discovered, therefore, there was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.